Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues was confirmed. The system controller was returned for analysis and a log file was submitted for review as well as downloaded from the returned controller for review. A review of the submitted log file showed events spanning multiple days ((B)(6) 2000, (B)(6) 2020 per time stamp). There were no events related to the reported event active in the log file. Pump operation was not affected. A review of the downloaded log file showed relevant events spanning approximately 10 days ((B)(6) 2020 per time stamp). There were no events related to the reported event active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and functioned as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The system controller was able to communicate with the system monitor using a test patient cable. The system controller was connected to a system monitor with the returned patient cable and there was no communication. This reported event could not be correlated to a system controller issue. The root cause for the reported event was conclusively determined to be due to an issue with the returned patient cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the communication between the system controller and system monitor was impossible. The cable was exchanged but the same problem occurred. System controller was exchanged which resolved the issue.